Event description:
Icy hot heat therapy patch for arm, neck and leg was placed on calf. It remained there overnight. When the patch was removed, there were 4 burns on the calf. I believe 2nd degree burns -- they blistered and the patch tore the skin off when removed. Dates of use: two days in 2008. Diagnosis or reason for use: pain in calf.